Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective charger.

Event description:
During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger was unable to power on.